Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The customer reported that two distal covers fell off from the scope during an unspecified procedure into the patient. The user was able to retrieve the fallen parts. Additional information was later received from the customer indicating there were two procedures; however, they could not provide more information for this particular event for which this MDR is being submitted. The customer did note that no anti-fog agent was used on the distal cover. There was no harm or user injury reported due to the event. Case with patient identifier (B)(6) reports the scope for this event. Case with patient identifiers (B)(6) (distal cover) and (B)(6) (scope) reports the other procedure.